Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. No moisture damage found inside the insulin pump. The insulin pump has cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 129 mg/dl. Standard troubleshooting was performed. The customer stated she jumped into the pool while wearing the insulin pump. The insulin pump was exposed to fluid damage for 15 minutes. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.